Manufacturer narrative:
Approximate age of device- 4 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a blank controller and pump off. The controller was immediately changed and the pump restarted. Within 30 minutes of the exchange, the pump was off again. The patient attempted to re-insert the driveline and changed controllers another two times. Attempted to jump start and pump did not restart. The pump was off for over 45 minutes. A nurse at an outside hospital, with patient assistance, disconnected the controller to remove the risk of the pump restarting and causing a stroke. Log file analysis showed a low speed event where the pump dropped to 4030 revolutions per minute then dropped to 0 revolutions per minute. Within the next 15 minutes there were a total of 13 low speed and/or motor stopped events. All occurred while on battery and were consistent with a phase to phase short. The driveline was disconnected from the controller. Additional log files for the exchanged controller show the driveline being connected to the controller and the controller coming up to speed. There was another low speed event and a pump stopped event. The driveline was disconnected from the controller 6 minutes after being connected. The controller was again being powered by battery during this time and events were consistent with a phase to phase short. The patient is reportedly doing well. The lvad is permanently off and was unable to be restarted. Patient was discharged home off inotropes and is being followed in the heart failure clinic. The patient is not a surgical candidate, ejection fraction 50%. A superficial driveline cut is planned, revision possible. No further information was provided.

Event description:
Additional information: the patient reportedly had an extensive history of pump off, short to shield, was on an ungrounded cable, and had an external portion of the driveline with multiple areas of rescue tape. The vad coordinator stated that it was unknown if external damage to the patient's driveline was the ultimate cause of pump malfunction but "seems likely."

Manufacturer narrative:
Additional information. Section b5: the patient's history of pump off was reported in MFR #'s 2916596-2016-01165 and 2916596-2019-01860. Short to shield and plan to use ungrounded cable was reported under MFR # 2916596-2016-01165. Rescue tape on the driveline was reported under MFR # 2916596-2019-03500. Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported low speed/pump stoppage events and associated alarms; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file showed that multiple low speed/pump stoppage events were captured on 27jun2019 from 7:25:25pm through the remainder of the log files, resulting in low speed advisory/hazard and low flow hazard alarms as well as active motor stopped flags. Of note, during the pump stoppages on battery power, the voltage levels indicated that the charge of the patient¿s batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. Based on previous complaint experience and the patient¿s history of prior low/speed pump stoppage events while connected to the mpu (reported under MFR # 2916596-2016-01165), the low speed/pump stoppage events recorded in the submitted log file appeared consistent with potential driveline wire damage. The abnormal pump operation recorded in the log file occurred while the patient was operating on both the power module and on battery power, suggesting damage to at least two wires from different phases of the three-phase motor (phase-to-phase electrical short). Additionally, a phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the no external power alarms recorded in the submitted log file. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.